Event description:
It was reported that the 6800 system had a broken keyboard and the system indicated fluoro after the button released. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The keyboard was replaced during the service call. The system was tested and found to be working as intended and put back into service.